Event description:
The event involved a 4-way high flow stopcock w/rotating luer where it was reported that the levophed that was infusing was actively dripping from the 3-way stopcock. The patient¿s levophed requirements increased substantially (from 8mcg/min to over 20mcg/min and still not meeting map goals). The patient¿s lines were checked, and patient¿s bed was wet. There was patient involvement and no patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.